Event description:
On (B) (6) 2010, the lay user/pt contacted lifescan (lfs) alleging that his onetouch ultra2 meter was reading inaccurately high compared to his feelings. The medical surveillance specialist (mss) was unable to reach the lay user/pt by phone for follow-up questions. The following complaint was classified based on the information obtained from the customer care advocate (cca). The pt alleged that the issue began on (B) (6) 2010 at approximately 8am. To manage his diabetes, the pt indicated he was prescribed (during a doctor's office visit in (B) (6)) five units of byetta and was later prescribed ( on (B) (6) 2010) 15 units of levimir insulin. The pt mentioned that he dropped his meter sometime in (B) (6) 2010 and since then, has noticed that his blood glucose has been increasing. After the alleged issue began, the pt complained of feeling light headed and also having other (unspecified) low blood glucose symptoms. On the evening of (B) (6) 2010 the pt stated he was administered 48 units of levimir insulin by a health care provider; however, it is not specified what the pt's blood glucose was prior to receiving treatment. Per the cca notes, on (B) (6) 2010 at an unspecified time, the pt reported a blood glucose reading of "271 mg/dl" with the subject meter. The pt claimed of having symptoms of low blood glucose, so he ate food and soon after felt better. At the time of troubleshooting, the cca verified the correct unit of measurement on the subject meter and noted that the pt performed a control solution test that passed. Replacement products were sent to the pt. Based on the information provided, this complaint is being reported due to the following conclusion: the pt claimed that he developed symptoms that can be associated with a serious injury after the alleged issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.